Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The sureform 60 stapler instrument was analyzed and found to have the bevel spur gear stuck. The instrument housing was removed, and the bevel spur combo gear was found to be stuck when attempting to manually rotate. The gear would not rotate in either direction. As a result, the jaws were unable to open, and the instrument failed during initialization. Fa initial findings were confirmed. The instrument jaws could not be opened using the bevel gear in the backend of the instrument. Logs were reviewed and showed one successful firing with a green reload during the procedure. The clamp force, firing force, and unclamping force were all higher than is typical with a green reload. The unclamping sequence was shown as successfully completed; however, the stapler was transferred with the reload still installed within the jaw. Manual unclamping methods were attempted, but friction was too high. Findings point to a lodged component potentially preventing I-beam travel. The stapler jaws were disassembled and revealed a lodged foreign component around the stapler I-beam. The component was metal and resembles a third-party ligation clip. Along with the ligation clip, reload material was found lodged within the clip and I-beam area. The reload material was likely dragged back into the assembly as the clip was dragged across the reload surface. Inspection of the returned reload confirms this damage. The distal end of the distal clevis had broken. During disassembly, part of the distal clevis fell from the assembly and the fracture surfaces appear to fully mate. As the I-beam retracted backwards during the unclamping sequence, the force from the lodged components as they moved through the clevis channel was too high. The complaint was confirmed by failure analysis. The sureform 60 reload was returned to isi for evaluation and due to the reload being stuck in the jaws of the instrument, it could not be confirmed if there was any damage to the reload. There are no device related failures. No product issue was identified. The probable root cause is attributed to damage during use and can be prevented by ensuring each new staple line is not crossing a previous staple line or previously placed clips.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the sureform 60 stapler instrument involved with the alleged issue to perform failure analysis. A review of the advanced technical log for the sureform 60 stapler instrument associated with this event has been performed by an isi failure analysis engineer (fae). The following additional information was provided: the logs show the instrument was installed once and fired one sureform 60 green reload. The firing was completed with multiple pauses for compression. No incomplete clamps by the instrument, and the unclamp was successful per logs. The logs show no stapler related errors.

Event description:
It was reported that during a da vinci-assisted sleeve to bypass revision surgical procedure, the sureform 60 stapler instrument could not be opened. The customer completed the procedure with no further issue reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) failure analysis did not confirm initial findings. The sureform 60 reload was returned fully fired. The blade was concealed at the distal end and all pushers were at the bed surface of the reload. No staples remain in pusher pockets. This reload was returned stuck inside the stapler jaws. The sureform 60 stapler was found with a metal clip lodged around the I-beam. This foreign component was the likely cause of the jaws not opening. The instrument was disassembled, and the metal clip and reload were removed. The metal clip is not an intuitive component. The reload was disassembled and inspected for damage. The proximal knife track exhibited skiving at a downward angle, likely caused by the lodge clip being dragged into the crotch of the jaws upon unclamping. The blade was found with mechanical indentations at the midpoint of the cutting edge. The probable root cause of the damage to the reload is attributed to the lodged component.

Event description:
Refer to h11 for follow-up information.